Manufacturer narrative:
(B)(4). Results of investigation: certified service technician was unable to duplicate the reported complaint regarding ventilator not delivering set tidal volume. All testing were performed by using a good known test patient circuit. Ltv final test was performed and ventilator passed all tidal volume tests. Furthermore internal inspection was done and revealed no abnormalities with the ventilator.

Event description:
The customer reported that the ventilator was not delivering set inhaled tidal volume. The ventilator was connected to a patient at the time the issue was noted but there was no patient harm or injury.